Event description:
It was reported that this right ventricular (rv) lead was explanted due to severe tricuspid regurgitation. The patient experienced severe blood loss at the beginning of the procedure after sternotomy was performed that required lifesaving intervention. Patient was then stable, and the physician proceeded with the implant of new device and lead. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to severe tricuspid regurgitation. The patient experienced severe blood loss at the beginning of the procedure after sternotomy was performed that required lifesaving intervention. Patient was then stable, and the physician proceeded with the implant of new device and lead. No additional patient adverse effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.